Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: sorin group italy manufactures the inspire 6f oxygenator. The incident occurred in india. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italy received a report that an inspire 6f oxygenator gave an oxygenation issue. In detail, once initiated the cardiopulmonary bypass (cpb), in one/two minutes both the venous and arterial blood were dark. Therefore, fio2 was increased at 100% and sweep was 3.5 liters. Then, the user came off cpb, checked 02 filter and central gas line (disconnect and reconnected) and gas blender. Then, again went on cpb, however the same issue happened; saturation went down to 80%. Therefore, immediately the oxygenator was changed out. There was no time to take arterial blood gas analysis because hemodynamic were not good. Following the oxygenator change out the issue was solved. The affected oxygenator was discarded by the customer. There was no patient injury.